Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the proximal, mid and distal sfa of the right leg. Devices were successful. Approximately 22 months post index procedure, occlusion of the right sfa was confirmed. The lesion was reported to be 100% stenosed. The patient was treated with non-medtronic pta and deb balloons. Rotarex was also performed. Investigator reported that the event was not related to the study device, procedure or paclitaxel. The event is reported to be resolved.

Manufacturer narrative:
Patient had a history of coronary heart disease. Clinical events committee adjudicated that this event was related to the device and not related to the procedure or drug.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion). Conclusions: inherent risk of procedure (occlusion). (B)(4).